Manufacturer narrative:
Device evaluation : lens was returned in liquid, in lens vial. Visual inspection found debris on the lens but no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -13.5/1.0/135 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault, pupil block with elevated iop (intraocular pressure) and blurred vision. A replacement lens of shorter length was later implanted and the problem resolved.